Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's sensor was reading below 80 mg/dl and his blood glucose level was over 200 mg/dl. The customer's sensor was expired. The insulin pump did not show the calibrations from the day before. The insulin pump alarmed calibration error. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.